Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no sensing and had a suspected dislodgement. It was noted that the patient experienced diaphragmatic stimulation. The ra lead was programmed off and is scheduled to be revised. No further patient complications have been reported as a result of this event.